Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned positioned incorrectly in the disassembled lens case. Solution is dried on the lens. Both haptic are bent in the gusset and distal area against the posts of the lens case. The optic has a large cut square portion of lens material missing (not returned). The optic has multiple nick/chips and split/cracks near the cut portion of the lens. The damage observed is typical of insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified cartridge and handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a non-qualified viscoelastic. The reported damage was observed. The root cause may be related to a failure to follow the dfu. The file indicates the use of a non-qualified viscoelastic. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties or product damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol) the surgeon noted a 'nick' on the body of the lens. The lens was immediately removed and the procedure was completed the same day with a backup lens. Additional information was requested.